Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, nausea, vomiting, back pain, ovarian cyst, shoulder operation, urinary tract infection and nulliparous. Patient presents for removal of her implanon single rod, progestin-only subdermal contraceptive implant. Her present implanon is her first subdermal contaceptive implant to date. It was inserted 2011 at planned parenthood. Concurrent conditions included body mass index normal, cervicalgia, pain in joint, shoulder pain, diarrhea, constipation, occult blood positive, arthropathy, tendinopathy, bleeding menstrual heavy, dysuria, urinary frequency, urinary urgency, breast lump, lower abdominal tenderness, chest pain, flank pain, renal colic, ureteral calculus, appetite fluctuation, fatigue, shortness of breath, palpitation, dysmenorrhea, perineal pain, breast pain and adenomyosis uteri. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), iopamidol, ketorolac, meloxicam, metronidazole (metrogel vaginal) and tamsulosin. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominaj pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower left side pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs the number of expanded coils thatappeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: hemorrhagic right ovarian cyst with small amount of free fluid in the pelvis. Intrauterine device within the left fallopian tube without evidence of a device in the right fallopian tube; on (B)(6)2016: hemorrhagic right ovarian cyst with small amount of free fluid in the pelvis. Intrauterine device within the left fallopian tube without evidence of a device in the right fallopian tube; on (B)(6)2016: mild left-sided hydronephrosis and hydroureter with a small punctate calculus at level of left ureterovesical junction as discussed above. Curvilinear density along left aspect of the uterus and left adnexal region which may be related to tubo-ovarian surgery. Correlate clinically. Small ovarian cysts are noted. Scattered colonic diverticula with no diverticulitis. No bowel obstruction or free air. Hysterosalpingogram - on (B)(6)2014: 1. Blocked left fallopian tube from essure device. 2. Patent right fallopian tube. There is a given clinical history of a previously blocked right fallopian tube.. Ultrasound scan vagina - on an unknown date: right ovarian cyst versus a collapsing follicle associated with trace fluid. No evidence of ovarian torsion.; on (B)(6)2014: failure to occlude (close) fallopian tubes.; on (B)(6)2016: the uterus is retroverted containing multiple nabothian cysts. Right ovarian cyst versus a collapsing follicle associated with trace fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower, menorrhagia,dyspareunia, vaginal discharge, pelvic pain, alopecia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervicitis most recent follow-up information incorporated above includes: on (B)(6)2019: medical records received : lot number added. Product insertion date updated. Reporter information, medical history, lab details and concomitant products added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, nausea, vomiting, back pain, ovarian cyst, shoulder operation, urinary tract infection and nulliparous. Patient presents for removal of her implanon single rod, progestin-only subdermal contraceptive implant. Her present implanon is her first subdermal contraceptive implant to date. It was inserted 2011 at planned parenthood. Concurrent conditions included body mass index normal, cervicalgia, pain in joint, shoulder pain, diarrhea, constipation, occult blood positive, arthropathy, tendinopathy, bleeding menstrual heavy, dysuria, urinary frequency, urinary urgency, breast lump, lower abdominal tenderness, chest pain, flank pain, renal colic, ureteral calculus, appetite fluctuation, fatigue, shortness of breath, palpitation, dysmenorrhea, perineal pain, breast pain and adenomyosis uteri. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), iopamidol, ketorolac, meloxicam, metronidazole (metrogel vaginal) and tamsulosin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower left side pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: hemorrhagic right ovarian cyst with small amount of free fluid in the pelvis. Intrauterine device within the left fallopian tube without evidence of a device in the right fallopian tube; on (B)(6) 2016: hemorrhagic right ovarian cyst with small amount of free fluid in the pelvis. Intrauterine device within the left fallopian tube without evidence of a device in the right fallopian tube; on (B)(6) 2016: mild left-sided hydronephrosis and hydroureter with a small punctate calculus at level of left ureterovesical junction as discussed above. Curvilinear density along left aspect of the uterus and left adnexal region which may be related to tubo-ovarian surgery. Correlate clinically. Small ovarian cysts are noted. Scattered colonic diverticula with no diverticulitis. No bowel obstruction or free air. Hysterosalpingogram - on (B)(6) 2014: 1. Blocked left fallopian tube from essure device. 2. Patent right fallopian tube. There is a given clinical history of a previously blocked right fallopian tube.. Ultrasound scan vagina - on an unknown date: right ovarian cyst versus a collapsing follicle associated with trace fluid. No evidence of ovarian torsion.; on (B)(6) 2014: failure to occlude (close) fallopian tubes.; on (B)(6) 2016: the uterus is retroverted containing multiple nabothian cysts. Right ovarian cyst versus a collapsing follicle associated with trace fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower, menorrhagia,dyspareunia, vaginal discharge, pelvic pain, alopecia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervicitis lot number: 12566552. Manufacture date: 2013-04. Expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower left side pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dyspareunia, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Ultrasound scan vagina - on (B)(6)2014: failure to occlude (close) fallopian tubes.. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Reporter's information was added. Events added: infection (bladder/ urinary tract/vaginal), apareunia, depression, bladder or urinary problems or changes, migraines, headaches, dyspareunia, vaginal discharge, weight gain, gastrointestinal or digestive, hair loss, abnormal bleeding (vaginal, menorrhagia), vision/ eye problems. Medical history and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/I was just having a lot of pain they never diagnosed what it was'), pelvic inflammatory disease ('pid') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, nausea, vomiting, back pain, ovarian cyst, shoulder operation, urinary tract infection, nulliparous, periorbital pain, cystoscopy, ureteroscopy, stent placement, removal of kidney stone and pre-menopausal menorrhagia. Patient presents for removal of her implanon single rod, progestin-only subdermal contraceptive implant. Her present implanon is her first subdermal contaceptive implant to date. It was inserted 2011 at planned parenthood. Concurrent conditions included body mass index normal, cervicalgia, pain in joint, shoulder pain, diarrhea, constipation, occult blood positive, arthropathy, tendinopathy, bleeding menstrual heavy, dysuria, urinary frequency, urinary urgency, breast lump, lower abdominal tenderness, chest pain, flank pain, renal colic, ureteral calculus, appetite fluctuation, fatigue, shortness of breath, palpitation, dysmenorrhea, perineal pain, breast pain, adenomyosis uteri, headache, nasal bleeding, fever, cough, chills, sinus congestion, sinusitis, diverticulitis, blood in stool, gastrointestinal hemorrhage, hematuria, nephrolithiasis, decreased appetite, anorexia, cloudy urine, urinary frequency and urinary hesitancy. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2014, ibuprofen from 2013 to 2014, iopamidol, ketorolac, meloxicam, metronidazole (flagyl), metronidazole (metrogel vaginal), metronidazole (metrogel), misoprostol (cytotec), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and tamsulosin. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinary tract)"), vulvovaginal mycotic infection ("infection (vaginal)/yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vision blurred ("vision/eye problems type:blurry vision") and was found to have weight increased ("weight gain"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominaj pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower left side pain"), cystitis ("infection (bladder)"), depression ("depression"), menorrhagia ("abnormal bleeding (menorrhagia)") and gastrointestinal pain ("gastrointestinal or digestive system condition type: I was just having a lot of pain they never diagnosed what it was."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, cystitis, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, menorrhagia, vision blurred and gastrointestinal pain outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dyspareunia, female sexual dysfunction, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs the number of expanded coils thatappeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: hemorrhagic right ovarian cyst with small amount of free fluid in the pelvis. Intrauterine device within the left fallopian tube without evidence of a device in the right fallopian tube; on (B)(6) 2016: hemorrhagic right ovarian cyst with small amount of free fluid in the pelvis. Intrauterine device within the left fallopian tube without evidence of a device in the right fallopian tube; on (B)(6) 2016: mild left-sided hydronephrosis and hydroureter with a small punctate calculus at level of left ureterovesical junction as discussed above. Curvilinear density along left aspect of the uterus and left adnexal region which may be related to tubo-ovarian surgery. Correlate clinically. Small ovarian cysts are noted. Scattered colonic diverticula with no diverticulitis. No bowel obstruction or free air. Hysterosalpingogram - on (B)(6) 2014: 1. Blocked left fallopian tube from essure device. 2. Patent right fallopian tube. There is a given of a previously blocked right fallopian tube. Unilateral occlusion (left tube occluded). Ultrasound scan vagina - on an unknown date: right ovarian cyst versus a collapsing follicle associated with trace fluid. No evidence of ovarian torsion.; on (B)(6) 2014: failure to occlude (close) fallopian tubes.; on (B)(6) 2016: the uterus is retroverted containing multiple nabothian cysts. Right ovarian cyst versus a collapsing follicle associated with trace fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower, menorrhagia,dyspareunia, vaginal discharge, pelvic pain, alopecia , concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervicitis and pid. Lot number: 12566552. Manufacture date: 2013-04. Expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: new pfs and mr received: new event added from pfs-vision/eye problems type: blurry vision was added. Event added from medical record- pid. Medical history, concomitant drugs and concomitant conditions were added. New reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff underwent one or more surgeries to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.